Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the chest pain, dissection and myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Per shockwave medical safety and medical affairs, dissection distal to the lad stent suggests the dissection may be related to other aspects of the procedure, stent placement, or concomitant devices used during the procedure rather than ivl. They determined that the dissection is possibly related to the study device and causal/definite to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post-market empower cad clinical study. On (B)(6) 2023, one shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal left circumflex (lcx) artery and the second shockwave c2+ ivl catheter was used to treat a lesion in the mid left anterior descending (lad) artery. This report is for the second ivl catheter. The first ivl catheter is reported via MDR# 3015053858-2026-00042. Multiple non-shockwave balloons were used to pre-dilate the vessel. The first ivl catheter delivered 40 pulses at 4 atm, and the second ivl catheter delivered 60 pulses at 4 atm. Two drug-eluting stents (des) were placed at the end of the procedure. One day post-procedure, there was a report of acute chest pain that lead to left heart catheterization revealing a grade b dissection at the distal end of the mid lad stent. An additional stent was placed to cover the dissection. The clinical site determined that the dissection was possibly related to the study device and definitely related to the procedure. A week later, the patient was discharged. This event was adjudicated by the clinical events committee (cec) which confirmed a non q-wave myocardial infarction (mi) that was attributable to the target vessel. The patient's troponin levels were greater than 35 times the upper limit of normal (uln). It was determined that the mi was possibly related to the study device and definitely related to the procedure.